Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the surgical procedure, at the time of extracting the stylet, it presents difficulty in the exit (jamming) to extract, generating damage to the electrode components. No factors led to the issue. The neurosurgeon implants the electrode according to the surgical planning, performs the macro stimulation through the electrode, proceeds to partially extract the stylet, then blocks the electrode with the burrholed device and continues with the extraction of the stylet in the connection area. The extensions get stuck and generate resistance to exit, which causes damage to the electrode components and it is necessary to replace the electrode. It is suggested to the neurosurgeon to verify if the fixation system is open to allow adequate exit of the stylet, which is verified and the extraction of the same is continued and in the same the detachment or separation of the components of the electro is generated, where evidence of separation of the coating with exposure of the wiring (internal components of the electrode). The issue was resolved. No injury reported.

Event description:
Additional information was received stating the device was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.